Manufacturer narrative:
The exact date the patient was hospitalized is unknown, however, it is known that the patient was in the hospital on (B)(6) 2017 when the pd nurse at the hospital reported a drain complication. Therefore, this date is selected. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the clogged port (which is not a fresenius product) and the liberty cycler or liberty cycler set. Additionally, there are no allegations of a malfunction against any fresenius product. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse at a hospital reported that the cycler had a drain complication message during drain 0 on (B)(6) 2017. A new cycler was used and the drain complication message recurred, so the nurse had to flush the port. The patient had been in the hospital sometime in early september for peritonitis and surgery on the drain port in response to the peritonitis. During the surgery, the doctor found fibrin clogging the patient¿s port. The patient has since been discharged from the hospital, but the exact date was unknown. The patient has been able to continue pd therapy with her cycler with no adverse reactions or injury. The patient has not missed any treatments. No further information has been made available at this time.